Event description:
It was reported that this pacemaker recorded a code 1003, indicating that the voltage is too low for the projected remaining capacity. A request was made to have the device data analyzed. Data analysis identified a potential high impedance within the battery, and continued monitoring was recommended. Additionally, it was noted that this device exhibited high out of range pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) lead, resulting in a lead safety switch. The involved lead is a non boston scientific product. No adverse patient effects were reported. The device and rv lead remain in service.